Event description:
Patient reported the infusion device was dropped on the floor, and an e6 mechanical error appeared, the case was broken, and the vibration alert was damaged. The infusion device was replaced and returned for evaluation. No physiological effects were reported, and patient did not require treatment from a health care professional or second party to address the issue. The infusion device was evaluated, and e6 mechanical errors were found in the history. The pump housing was broken due to a hard mechanical impact. Due to severe damages to the electronic components, the infusion device triggered error messages. The vibra slipped out of the holder and touched the force sensor. Due to this, the vibra was blocked and did not function as intended. The infusion device should not be exposed to high mechanical forces. As the problem reported by the patient is related to a handling issue, no corrective or preventative actions will be initiated.